Manufacturer narrative:
Remains implanted.

Event description:
It was reported that post procedure, the patient experienced a sensory deficit/slight motor deficit of the left arm and multiple small cortical infarcts (punctiform) were found from the imaging which required a medical treatment and patient was transferred to stroke unit. According to site the adverse event has possible relationship with the subject flow diverting stent and dapt. No additional information available.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, functional testing as well as visual testing cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. An assignable cause of anticipated procedural complication will be assigned to the reported ¿patient stroke¿ and 'patient embolus' as a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted with the directions for use, product labelling and/or risk documentation files.

Event description:
It was reported that post procedure, the patient experienced a sensory deficit/slight motor deficit of the left arm and multiple small cortical infarcts (punctiform) were found from the imaging which required a medical treatment and patient was transferred to stroke unit. According to site the adverse event has possible relationship with the subject flow diverting stent and dapt. No additional information available.

Event description:
It was reported that post procedure, the patient experienced a sensory deficit/slight motor deficit of the left arm and multiple small cortical infarcts (punctiform) were found from the imaging which required a medical treatment and patient was transferred to stroke unit. According to site the adverse event has possible relationship with the subject flow diverting stent and dapt. No additional information available. Update: additional information was received on 06-jun-2024 sated that post successful internal carotid artery-clinoid (c5 segment) procedure, there is a second adverse event (left superior limb paresthesias, transitory, once per week plus visual phosphenes). According to site the adverse event has a probable relationship with the procedure and the subject flow diverting stent. The adverse event is still ongoing. No treatment was required. No additional information available.

Manufacturer narrative:
Section a. Patient information -patient identifier - updated. B5 executive summary - updated. B6 relevant tests and lab data - updated. D6a date of implant - added. F10 / h6 clinical signs code grid - health effect - clinical code - updated. Due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. An assignable cause of anticipated procedural complication will be assigned to the reported ¿patient stroke¿, 'patient embolus' and 'patient neurological deficit' as a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted with the directions for use, product labelling and/or risk documentation files.